Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 16091583/16091583, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate pain relief and the ipg would not charged. The patient underwent a lead and ipg replacement procedure and was doing well postoperatively.